Event description:
A malfunction alarm occurred, displaying the code malf 16, with the fault ID 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. The customer, whose pump was under warranty, was advised by technical support to use multiple daily injections as a backup therapy while awaiting a replacement pump. Instructions for putting the pump into storage mode were provided, and the customer was directed to return the malfunctioning pump within 10 days using a pre-paid label.